Manufacturer narrative:
Summary: according to the surgeon, the anastomosis was clearly leaking in several locations. Upon analysis, the cut ring showed normal tissue cut. The anvil staple pocket markings showed normal staple formation. Cs29 was reloaded with new staples, calibrated, opened fully, closed, and fired staples into six layers of red lung foam. Staples formation was acceptable. The flexshaft function and tested as intended. Root cause: the marking on the anvil pocket showed good staple formation and the cut ring showed normal tissue cut or normal donut formation. Both markings on the pockets and cut ring show acceptable staple formation. Action: none.

Event description:
Lar procedure. Cs29 was fired and leak was observed on the anastomosis during a leak test. Leak was repaired using manual sutures.